Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:18:33. During night drain cycle seven, the patient's ultrafiltration reading was 3242ml, indicating the home patient (hp) drained 3242ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv event was not confirmed. The drain volume for cycle 7 of therapy starting on 05 apr 2012 was 3900ml which does not meet iipv criteria for a largest prescribed fill volume of 2500ml. If any additional information is received, a follow-up will be sent.